Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 24 months ago. Aneurysm and vessel morphology at the time of implant were not reported. There was disease progression resulting in aortic neck dilatation. It was reported the CT scan showed an increase in the aneurysm size due to a proximal type I endoleak. The proximal aortic neck diameter at the time of implant measured 26-27mm, currently the diameter is 29-33mm. A talent cuff was placed with good seal and opposition. No add' clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: endoleak; conclusion: disease progression resulting in aortic neck dilatation